Manufacturer narrative:
Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. A root cause could not be identified. Based on the results of the investigation, the likely cause of the missing circulation port filter was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the reprocessor circulation port filter was missing. There was no patient involvement.